Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a login issue. The customer confirmed that the issue is resolved after assigning the proper roles to the user. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a login issue. The customer stated that 2 stations having issue where all users unable to get in, station showing require maintenance preventing user from pull out the medications. There were no adverse events or injuries reported based on this event.